Manufacturer narrative:
Concomitant medical products: dtba2d1 crtd implanted: (B)(6) 2013. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and oversensing of myopotential during a stress test. A crack in the insulation behind the connector was noted and it was repaired with silicone rubber. The lead remains in use. No patient complications have been reported as a result of this event.